Event description:
The lead was implanted on (B)(6) 2012. Atrial lead dislodged post suture rv led without suture sleeve added. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).